Event description:
The customer reported via phone call that the buttons on the insulin were not working properly when they tried to deliver a bolus. The insulin pump alarmed button error. The customer's blood glucose level was 210 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corner and a missing end cap sticker.